Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02725. It was reported that following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Upon interrogation, it was also noted that the left ventricular lead exhibited loss of capture. The device was explanted and replaced. The lead was explanted but not replaced due to patient anatomy. The patient was in stable condition throughout.